Event description:
Device malfunction: none. Adverse event: stenosis requiring intervention. Time of adverse event: approximately 5 months post procedure. It was reported via a trial that on (B)(6) 2008, the pt underwent stenting of the pre-dilated saphenous vein graft (svg) to om1 with the 2.75 x 23 mm xience v stent, and stenting of the pre-dilated svg with the 2.75 x 12 mm xience v stent. On (B)(6) 2009, an unk xience v was implanted as treatment for a new lesion in on of two unk target vessels. On (B)(6) 2009, the pt experienced chest pain rated 7/10. The pt was hospitalized on (B)(6) 2009, and medications were administered along with angiogram revealing in-stent restenosis of the mid svg to om1, treated via percutaneous coronary intervention. The pt was discharged on (B)(6) 2009. On (B)(6) 2010, the pt experienced squeezing pressure in the chest that radiated to the back that was treated via percutaneous coronary intervention to an unk target vessel/unk stent. The pt was not hospitalized and the event resolved on (B)(6) 2010. On (B)(6) 2010, the pt experienced unstable angina, squeezing pain in the chest radiating to the back lasting a total of 45 minutes. The pt was hospitalized on (B)(6) 2010 and percutaneous coronary intervention was performed to an unk target vessel/unk stent. The pt was discharged on (B)(6) 2010. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). (B)(4). The 2.75 x 12 mm (part 1009540-12, lot unk), is being filed under this MFR#. The xience v (part unk, lot unk), is being filed under a separate MFR#. Evaluation summary: there was no reported product deficiency. Restenosis and angina are known adverse events as listed in the xience v instructions for the use (IFU). Since it was reported that the 2.75 x 23 mm and 2.75 x 12 mm xience v stents were implanted in a saphenous vein graft (svg), it should be noted that the xience v IFU states: the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in pts with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.5 mm to 4.25 mm. The IFU cautions that: the safety and effectiveness of the xience v stent have not been established for subject populations with lesions located in saphenous vein grafts. In this case, it cannot be determined whether the IFU deviation contributed to the reported pt effects. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.